Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of the neurostimulator was not determined. Replacing the programmer resolved the poor communicating between the programmer and neurostimulator. They were able to turn the stimulator back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported an elective replacement indicator (eri) and wanted to know what the eri meant, patient saw an eri two days ago. It was reviewed for patient to contact health care professional (hcp). Patient stated that every day at night when they go to bed, they turned it off and if patient felt funny, patient would check to make sure they had not been near something that could shut it off because it had done that in the past. Settings and usage considerations were reviewed and patient stated they told her they turned the settings up. Patient was also dissatisfied with longevity of the ins , further mentioning that before their implants always lasted like four years and this one did not even last two years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. Patient reported poor communication further stating that their stimulator somehow got shut off and they could not get their patient programmer (pp) to work. Patient tried using the pp and was getting poor communication screen, further mentioning that they changed their batteries three times. It was noted that the patient does not use an antenna. It was reviewed for patient to place the pp directly over the ins, and sync with ins but this did not resolve the poor communication issue. Patient made several attempts to communicate with the ins during the call and saw poor communication every time/was not able to communicate with their ins. Patient stated that they had been having problems with the pp for over a year. Patient was warm transferred to repair department for a replacement pp. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.